Manufacturer narrative:
H.6. Investigation: customer complaint alleges 8 false positives that occurred in their bactec fx 441385 sn: (B)(6) . D field service agent went onsite to investigate the issue. While onsite the fse noted that the ac power to the machine was wrong voltage. Inspection of the machine showed that system voltages were also out of spec. Customer had an electrician come to their site to fix the power issue to the lab, and fse readjusted the voltage to the machine to acceptable parameters. Bd will conservatively confirm this complaint, but the root cause cannot be determined. The outside voltage issues could have contributed but there is no way to confirm. Device history record revealed the unit passed all testing prior to shipping out, and no samples were returned for analysis. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " 8 false positive vials"

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "8 false positive vials."